Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported while turning a patient the ciaglia blue rhino percutaneous tracheostomy introducer set with shiley "slipped out". The device was placed on (B)(6) 2018 and secured with trach ties. The break occurred on (B)(6) 2018 at the connection between the flange and inner cannula. The general surgery team attempted to replaced the cook inc. Device with a bivona hyperflex adjustable flange unsuccessfully due to false passage established. A code was called when the patients heart rate dropped significantly (30%) due to airway blockage. Intubation was successful and upon stabilization the device was replaced. As reported, the patient did not have a secure airway for approximately one hour.

Event description:
No new event information to report.

Manufacturer narrative:
Additional information: investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of the instructions for use, quality control data, and specifications. A review of the device history record (DHR) could not be performed due to the lack of lot information available from the user facility. In response to this incident, cook completed a review of the product device master record reviewing quality control instructions, product labeling, and specifications. Based on the review of current documentation, cook has concluded that sufficient controls and inspections are in place to prevent the release of non-conforming product related to the reported failure mode. A search was conducted of all devices with the two reported gpns sold to this customer from 01jan2015 to 24nov2018. We were able to narrow the lot number to 14 possibilities. Based on the results, it is likely the complaint device was an rpn c-ptis-100-hc-perc6-ca device as there were no lot number possibilities for the other reported gpn. No relevant non-conformances were noted on the possible lots. A review of complaint history for these product lot numbers revealed there is no complaint history. Based on the returned device evaluation, it was concluded that the failure mode for the device complaint was the outer ridge of the tracheostomy tube disconnected. It is not known how the device disconnected. It is possible that forceful handling of the device caused this failure mode, but there is not enough information provided to confirm. The investigation found that the affected component is supplied to cook. Cook requested that the supplier investigate the occurrence. Attempts to obtain the supplier evaluation were unsuccessful. Cook has previously issued a supplier corrective action request for this lack of response regarding supplier investigations. If the supplier investigation is returned, we will evaluate the investigation and update at that time. A definitive conclusion could not be established at this time. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.